Manufacturer narrative:
Supplemental report submitted to include update to b5 wording for clarification and completion of the engineering evaluation. The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined and the following was observed: the balloon was separated at I/c bond. The balloon spring was unraveled and separated from commander. Double-wall thickness measurements of the crimp balloon were taken and the measured components were within specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints withdraw difficulty, distal tip separation, and balloon torn were confirmed based on the evaluation of the returned device and provided device photo. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, patient suffered cardiac arrest during valve deployment and CPR was being performed while withdrawal of the commander delivery system. Withdrawal difficulties were found and the tip and balloon of the commander delivery system came off apart from the proximal part and lodged in the patient's iliac bifurcation. The esheath was found damaged after removal. The patient underwent a surgery to remove the distal part of the commander delivery system. The patient passed away two post-procedure''. As per medical opinion, the root cause of the event may be related to the fact that the commander delivery system was not totally unflexed or that the balloon was not totally deflated when brought back into the esheath.'' Per evaluation of the returned device, the balloon was found torn and separated at I/c bond. The balloon spring was unraveled and separated from commander. Additionally, the corresponding sheath returned with liner was fully delaminated, with the c-marker missing and sheath distal tip split. Per training manual, ''completely unflex the delivery system'' and ''ensure the balloon is completely deflated'' when removing the delivery system. Pulling the delivery system unflex or with the balloon partially inflated could result in resistance to withdraw the device. To overcome this resistance, the user could apply excessive manipulation, leading to I/c bond tear and consequently to the reported distal tip separation. As such, available information suggests that user error (not fully unflexing delivery system, residual fluid) likely contributed to withdrawal difficulty, while procedural factors (excessive manipulation) likely contributed to the balloon torn and tip separation. No device problem or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-18193.

Event description:
Edwards received notification from our affiliate in new zealand. As reported, this was an implant case of a 26mm sapien 3 valve in aortic position by transfemoral approach. The patient had a cardiac arrest. Valve deployment was okay but performed during CPR. Withdrawal of the commander delivery system was also performed during CPR. Withdrawal difficulties were noted and the tip and balloon of the commander delivery system came off apart from the proximal part and lodged in the patient's iliac bifurcation. The esheath was found damaged after removal. The patient underwent a surgery to remove the distal part of the commander delivery system. The patient passed away two days post-procedure. As per medical opinion, the root cause of the event may be related to the fact that the commander delivery system was not totally unflexed or that the balloon was not totally deflated when brought back into the esheath. Per additional engineering review of the provided imagery, the balloon appeared to be torn.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was an implant case of a 26mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the patient experienced cardiac arrest after valve deployment. CPR was being performed during withdrawal of the commander delivery system. Withdrawal difficulties were found and the tip and balloon of the commander delivery system came off from the proximal part and lodged in the patient's iliac bifurcation. The esheath was found damaged after removal. The patient underwent a surgery to remove the distal part of the commander delivery system. The patient passed away two post-procedure due to unknown reasons. As per medical opinion, the root cause of the event may be related to the fact that the commander delivery system was not totally unflexed or that the balloon was not totally deflated when brought back into the esheath.